Manufacturer narrative:
The reported issue in a survey response that the new/updated pcu product had numerous issues could not be confirmed; no product or device logs were returned for investigation. No further investigation is possible at this time from the information received. No device history or qn search was performed since no source device serial number was reported by the customer. The device is used for treatment purposes. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the customer had issues with the recall process. There was no patient involvement.